Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for an unknown amount of time but when given too much insulin, the patient blood glucose level went down to 40 mg/dl. Symptoms reported include very thirsty and urinating too frequently. The patient was treated with IV (intravenous) glucose. The patient was prescribed colace 100mg one twice a day and one cup of miralax twice day until she sees her doctor. The patient was released 8 hours later. The pod was not worn in the hospital. The issue with the pdm was that it was not able to not hold charge.

Manufacturer narrative:
Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. Inspection of the device found no issues capable of causing the reported overdelivery and underdelivery of insulin.